Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed self-test, unexpected alarm error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.